Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that ¿when downloading pump in an hcp office, the pump is already assigned to a previous patient so it pops up with that name.¿ there was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, the patient's name was not able to be found in the pump. The pump information was downloaded and the patient's name was no present. The issue was not able to be duplicated or verified.